Event description:
The patient's healthcare provider (hcp) reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 350 mg/dl. Patient went to the tropical island swimming pool and their personal diabetes manager (pdm) stopped working while they were there. The pdm screen was completely black and no longer functioning. Patient confirmed the pdm did not have contact with water. While the patient was in the swimming pool, the pod fell off. The patient fell asleep and when they woke up, they were unable to activate a new pod because the pdm was not functioning. The next day, the patient was feeling weak, had stomach pain and was vomiting. The patient went to(B)(6) located at (B)(6) and received an insulin infusion of 10 units for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.